Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(4) 2011 and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: no damage was found to the cartridge compartment or cartridge cap returned with the pump. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. The pump performed the rewind, load, and prime steps without alarms; the pump displayed the correct warning alerting the user to disconnect prior to performing rewind, load, and prime steps. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Event description:
The patient's mother contacted animas alleging the cartridge cap was not staying secure on pump which was resulting in loss of prime warnings. The patient's mother reported that the patient woke up on the morning of (B)(6) 2011 and obtained a message of "hi" (blood glucose >600 mg/dl) when her blood glucose (bg) was tested. The reporter stated the pump had alarmed a loss of prime warning; however, the patient did not hear it since she was asleep. The reporter denied that the patient developed symptoms of nausea, vomiting, shortness of breath, chest pain and confirmed she tested negative for ketones. The patient was treated with a correction bolus via injection and her high bg resolved. At the time of troubleshooting, the patient's mother confirmed the cartridge cap would not stay secure to pump. The reporter claimed the threads on side of cartridge cap looked smashed. The reporter was not aware of any trauma to the cap. The patient's mother confirmed no cracks at cartridge compartment and threads in pump were not stripped and appeared in good condition. Despite the pump alerting the user that insulin delivery was interrupted (loss of prime warning) as a result of the alleged issue, this complaint is being reported because the patient obtained a blood glucose reading greater than 600 mg/dl while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.